Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between june 18, 2024 ¿ june 22, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the bladder was observed which suggests possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor underinfused during infusion. The actual infusion time was one day. The device contained piperacillin/tazobactam 13.5 g in 230 ml of 0.9% sodium chloride solution. Frusemide, novarapid, metformin, nebivolol, and aspirin were concomitant medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.